Event description:
It was reported that during a total laparoscopic hysterectomy procedure, relax pressure on blade message was displayed on the generator. While the tech was cleaning the device the tip broke off. They used mono-polar to complete the procedure. There was no patient impact. The device was discarded.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.